Event description:
Subsequent to the initial MDR, a correction is required. Dexcom was made aware on 4/4/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with rash and redness, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted in the arm. The patient visited her general practitioner who gave her a treatment of a short course of unspecified oral steroid tablets to manage the reaction. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with rash and redness, extended beyond the patch perimeter, which occurred an unknown number of days after the sensor had been inserted in the arm. The patient visited her general practitioner who gave her a treatment of a short course of unspecified oral steroid tablets to manage the reaction. No additional event or patient information is available.